Event description:
For endoscopy, there is a device used to strangulate polyps "olympus", lot # 410141v, expiry date 12/31/2026. Device was deployed in a patient around lipoma but end of polyloop would not detach or release from introducer piece. The handle portion of polyloop device (the wire used to deploy, ligate and then release the polyloop) bent and then broke rendering the user unable to release the polyloop end.